Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 37 22gx1.00in insyte autoguard devices from lot number 4059382. A visual inspection shows that units are sealed in their packaging and do not have any apparent physical damage. A sampling of 20 units were functionally tested. Prior to testing the needle, it was observed that the needle cover came off without any catheter. The catheter stayed over the needle until tip adhesion break was performed then removed. No premature retraction was observed, and no needle retraction failure was observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter releases prematurely. The following information was provided by the initial reporter: customer reported a product defective issue for item bf382523. These IV needles are loose in its constructive case causing the nurse to fail to complete an IV line. This issue has only been noticed in the lot number below and have been removed from use at this time. Lot #¿s 4059382. Customer response on (B)(6) 2024. Department: product complaints. Clarifying manufacture defect: catheter tubing was loose causing the needle to miss the vein. Harm: patient was poked 3 times before a new box and lot was taken off shelf in this discovery of bad batch. Injury: no long-term injury to the patient was caused, however pain during the multiple attempts to complete an IV. Complication: due to the time and number of attempts to complete an IV there was a delay in cases. Outcome: patient satisfaction was negative impacting the overall company satisfaction negatively. Possible outcome: if another lot # was not available without the defect, this would result in cancellation of cases with a loss of company time and money. Frequency: our company has seen this in the past with unknown dates and shipments. By turning this lot #¿s and box in for research, the desired effect would be to decrease the chances of repeats. 5nov. Delay is defined as late, slow, postponed. Delays hinder the efficiency of our surgeries. Delays can result in late or start times resulting in late or end times. Ending an or later slows the start of the next case resulting in a domino effect for all future cases. Lastly, it can compound extend the staff hours into overtime costing the company more money.